Manufacturer narrative:
Concomitant product: d334drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead was found to have high unstable thresholds with no capture and high increasing impedance. The lead interrogated oversensing artifacts with high rate and noise episodes. The rv lead was programmed off until lead revision. The lead was revised, capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.